Event description:
Monitor shutdown during use. Staff found monitor in a powered down state during a case. The circulating nurse went to go try and figure out why it shut down. She then noticed that the equipment was very hot and when she took the monitor out of the housing unit is when they noticed the melted prongs and the base was wet.